Event description:
It was reported to the alm project specialist that a light in an orthopedic procedures room began falling at the suspension arm from the extension tube. The light was held in place with an IV pole to finish the case. After the case was completed and the IV pole removed, the light eventually detached completely from the extension tube. Alm project specialist went to the facility the following day to inspect the light. The out of warranty light had already been repaired by contracted maintenance personnel from another MFR who owns a performance maintnance contract with the facility. Copy of the work order written by the maintenance personnel indicates the light was broken at the shaft. Alm has requested the damaged parts be returned for evaluation. Due to the fact that the damaged light was installed in an orthopedic procedures room, combined with the info indicating a broken shaft, alm speculates that at some time during it's use, the light was inadvertently struck by a clt. Orthopedic table. The hospital confirmed that they own such a table to perform orthopedic procedures, however, they could not provide info regarding its last use in the room where the device was damaged.